Event description:
Journal reference: vidailhet et al. "Bilateral, pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007/6/3/223-229. The article describes the results of a prospective 3 year follow-up study involving 22 patients being treated with bilateral pallidal deep brain stimulation (dbs) for symptoms related to primary generalized dystonia. The objective of the study was to asses the long term effect of pallidal stimulation. A number of complications were included in the results. A male patient (6) experienced a unilateral lead fracture at 18 or 19 months post-implant that resulted in a loss of stimulation effect. The therapy continued with unilateral stimulation. The fractured lead was not replaced.